Event description:
Balloon become stuck in the sheath during a procedure and subsequently broke from the catheter at the proximal cone.

Manufacturer narrative:
The product was returned and examined by a cross functional investigation team; it was also involved in a complaints review meeting. On initial visual inspection, the following points were noted: the balloon had separated from the catheter and the balloon itself had excessive bunching only at the distal end, yet, the remainder of the balloon had re-folded. Further investigation showed that the catheter had torn from the balloon between the proximal cone and shoulder. The tear was deemed to have occurred due to excessive force. The sheath was inspected for any blockages which may have obstructed the balloon, but none were identified. The balloon had bi-folded as far as the distal end, where re-wrap failed to occur. This distal portion of the balloon appeared to be too large to fit through the sheath, and, as such, bunched up at the entrance to the sheath and could not be withdrawn. The sheath size used during this procedure was stated as a 7 french sheath; the product is recommended for a 4 french sheath size. In standard practice, the product would fit through a 7 french sheath even with minimal re-wrap. Pull back testing is performed, as part of both standard lot release testing and validation testing, and no issues were identified, confirming sheath compatibility was not an issue. A possible root cause of this failure was that the contrast medium may not have been expelled fully from the balloon before it was pulled back through the sheath. Pull back resulted in the contrast medium being forced into the distal end of the balloon restricting it from re-wrapping and inflating this end enough to impede the removal of the balloon through the 7 french sheath. The force used in trying to remove the balloon caused it to bunch up on the end of the sheath, trapping the contrast solution inside. The subsequent flushing used to try and free the balloon may not have reached the distal end of the balloon. After continuous attempts to force the catheter out of the sheath, the balloon broke from the catheter.